Event description:
The reported incident involves the use of our pt monitor where it was reported that the user turned "off" the hr alarms while monitoring a pt and expected an audible alarm to occur, but did observe a message on the display indicating that the hr alarm is inactive. It was reported that the pt had expired.

Manufacturer narrative:
Rec'd communication from our local field rep that the customer clarified their complaint statement indicating no product malfunction had occurred and the incident was the result of user error. The reported incident involves the use of our pt monitor where it was reported that the user turned "off" the hr alarms while monitoring a pt and expected an audible alarm to occur, but did observe a message on the display indicating that the hr alarm is inactive. We were unable to obtain the requested info, but did later receive a communication from the field indicating that the device performed as designed and that no device malfunction had occurred. The instructions for use for this monitor clearly indicate that for life-threatening alarms to activate, the hr alarms must be turned "on". The essence of the complaint was that the user was asking for a design change for the hr alarm function. The root cause for the reported incident was due to user error. The device functioned as designed as later communicated by the user. Our engineering group has reviewed the customer design request and had indicated at this time, the MFR does not plan on making a change to the alarm function on this monitor. No other actions are planned.